Event description:
On an unspecified date, an unspecified synthetic mesh system was implanted in the plaintiff to treat her pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney has alleged that, as a result of the implant, the plaintiff "experienced complications from the defective mesh requiring add'l medical care" within months after implant. It was also alleged that the plaintiff "suffered debilitating injuries from the synthetic mesh, including mesh erosion, hardening, chronic pain and worsening urination leading to the need for dangerous and serious surgery required and will continue to require healthcare and services."

Manufacturer narrative:
It is unk which ams pelvic mesh product was implanted. Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.